Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend and low blood glucose levels. Customer blood glucose level went as low as 39 mg/dl. Customer treated their low blood glucose via chocolate milk. Customer advised the sensor alerted threshold suspend. Customer's blood glucose at the time of threshold suspend was 211 mg/dl. Customer¿s sensor glucose level was 60 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was unable to return the sensor since they had discarded the product.